Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states that the customer is down on slower speeds and it will pick up some speed randomly.